Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this pacemaker system detected high out of range right ventricular (rv) pacing impedances of greater than 2500 ohms. There was also no capture at maximum output. The patient was sent for a chest x-ray. Additional information was received that the results from the x-ray were normal. There was no sign of lead fracture or dislodgment. The loss of capture did not result in asystole of greater than two seconds. The patient was not considered pacer dependent. The cause for the clinical observations was not determined. The patient has been scheduled for a revision, but the date was not provided. At this time, this pacemaker remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that this pacemaker was explanted and replaced. No additional adverse patient effects were reported.